Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The carrier board and compact flash card were replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit displayed error 002, the screen turned black, and shut down. The patient was manually ventilated and the ventilator was replaced. There was no reported patient injury.